Manufacturer narrative:
This event was determined to be supplemental information and the investigation conclusion was provided under MFR. Report # 2916596-2023-08226. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on 20nov2024 a crack on the system controller was found. The system controller was exchanged.